Event description:
A customer contacted beckman coulter, inc (bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system. A pt sample was tested for accu tni and a result of 0.84 ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested 3 times for accu tni and repeated results were: 0.00ng/ml, 0.02ng/ml and 0.01ng/ml. No death, injury, or change to pt treatment occurred as a result of this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in late 2007 met specifications. The specimen was collected in a greiner clot activator tube and was centrifuged at 2053xg for 5 mins. Greiner recommends centrifugation at 1500xg for 15 mins for the tube type used. The specimen was collected 4 hrs prior to completion. Pre-analytical sample handling info is not supplied. Based on available info, the sample appeared clear and was a full draw. A field service engineer (fse) was not dispatched regarding this event. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.